Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-jun-2018 with the following findings: there were no pump reboots observed in the black box. The battery compartment was cracked. There was no moisture observed in the battery compartment. The battery cap was not returned. A test battery cap was able to fit and maintain electrical connection and was used to complete a 24 hr duration test. There were no pump reboots duplicated during testing. The pump's cover was removed and there was no evidence of internal moisture or damage to the power circuit found.